Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visible inspection found no visible damage to lens. Dimensional inspection found lens to be in specification. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Lens work order search-no similar complaints reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -6.0/+1.5/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2021. On (B)(6) 2021 the lens was exchanged with a same size different axis lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.